Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a dim, faded, color spectrum issue with the pump's display screen. The patient reportedly was unable to read the display screen, discontinued insulin pump therapy and experienced a blood glucose (bg) measurement greater than or equal to 500mg/dl with large ketones. There was no indication of the exact bg value. The patient reportedly experienced symptoms of extreme drowsiness, extreme thirst, nausea, dehydration, shortness of breath, vomiting, confusion and was hospitalized. The patient reportedly was treated in the hospital with insulin via the pump and intravenous fluids (IV). The pump type reportedly was unknown at the time of the reported incident. This complaint is being reported because the patient experienced a hyperglycemic event due to the user's inability to read some or all of the information on the screen which resulted in under delivery.